Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, husband reported that pt experienced cellulitis due to the infusion set. The headset was inserted in the morning, and by the afternoon, the infusion site was red and painful. Pt saw her physician the next day and was diagnosed with cellulitis. Pt was also taken off of the infusion device. This occurred approx 2 months prior to the report. Infusion site was located on pt's abdomen. There was no insulin leakage, and the infusion cannula was not bent. Pt did not experience any blood glucose concerns as a result. Product was replaced. Alleged product was discarded and will not be returned for eval. F/u was completed with pt on (B)(6) 2011. Pt reported that she was treated with antibiotics and that "everything is okay." Physician has not given approval for pt to restart infusion device therapy as he wants to be certain the cellulitis has resolved. No add'l concerns were reported.